Manufacturer narrative:
(b)(4)

Event description:
It was reported that a Dexcom App Crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.